Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6), 2016 that the touch sensors on an arkon anesthesia vent screen were unresponsive during a case. The case continued with the use of a spare device. No one was injured as a result of this event.

Manufacturer narrative:
The description of the problem was further clarified. Spacelabs continues to investigate and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 that the touch screen on an arkon anesthesia machine was unresponsive during a case, and that the clinician was unable to make any changes to the ventilation settings even after re-powering the device. The case continued with the use of a spare device. No one was injured as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to assist the customer and further investigate. The problem could not be verified. The fse tested the device and all tests passed. Investigation of the device, device logs, and touchscreen cables all found no evidence of malfunction. The cause is unable to be determined as no faults were found with the cable, connector or screen. However touchscreen issues can occur due to contamination (ie: viscous residue, liquid, dust) or improper cleaning. At the request of the customer, all old displays were replaced. This report is considered complete and this particular issue closed.